Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that the pacemaker had high rv outputs and reached early elective replacement indicator (eri) because of the rv thresholds. The rv lead was capped and replaced. The device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.